Event description:
It was reported that the patient presented in the ER after receiving inappropriate therapy. The patient was being shocked repeatedly. Upon interrogation, the device was found in backup vvi mode. The device was explanted and replaced.

Manufacturer narrative:
The reported reset was confirmed in the laboratory. The device's attempt to access an illegal memory location caused the device to enter reset mode. The cause of why the device attempted to access an illegal memory location could not be determined. The inappropriate therapy was found to be a result of the device reverting to default hardware settings after having entered reset mode.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.